Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.4. The initial reporter also notified the FDA. Medwatch report # (B)(4). H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that 9 bdmaxplus loops obtained that will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22089430 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd maxplus pressure rated extension set with removable needleless connector it was unable to be flushed. This is the 2nd of 2 reports. The following information was provided by the initial reporter: it was reported by the customer that 9 bdmaxplus loops obtained that will not flush.